Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the unit had stiff handle and not doing good job pulling cartridge through. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii on november 21, 2018 revealed that the settings were too tight and out of calibration causing difficulty in running a carrier through the device. The ratchet gear was damaged making it hard to turn. The device produced a passing sample mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical on november 21, 2018 which included replacement of the cutter, roller, and ratchet gear. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the settings were too tight and out of calibration causing difficulty in running a carrier through the device. The ratchet gear was damaged making it hard to turn. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the settings were too tight and out of calibration causing difficulty in running a carrier through the device. The ratchet gear was damaged making it hard to turn. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit had stiff handle and not doing good job pulling cartridge through. Event occurred during testing. No harm and delay was reported. No adverse events were reported as a result of this malfunction.